Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: a review of the black box showed the last bolus delivery was a normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. No delivery defects were found during delivery accuracy testing. The rewind, load, and prime steps were performed successfully. The pump was found to be delivering within the required range, and delivering accurately. The pump was run for 24 hours with a two unit per hour basal rate and at the end of testing the basal history correctly showed two units and the total daily dose showed 48 units. No delivery interruptions or alarms occurred during testing. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.